Event description:
On (B)(6) 2012 customer reported that the dxc 800 pro instrument generated false sodium (na), chloride (cl) and/or calcium (calc) results on 18 patient samples. Two false calc results were reported out of the lab. When low anion gaps flagged the results, the samples were repeated on the other dxc instrument in the lab. Customer stated that the two calc results were amended. There was no impact to patient treatment due to the erroneous patient results. Customer also stated that while troubleshooting the issue, a leak was found at the electrolyte injection cup (eic). Field service engineer (fse) inspected the instrument and found that the eic assembly was cracked. Fse replaced the eic, cleaned the flowcell and replaced the carbon bridge. Fse verified instrument performance. No further problems were reported.

Manufacturer narrative:
Evaluation: results: electrolyte injection cup.